Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure when this right ventricular (rv) lead was tested with a pacing system analyzer (psa) noise and no r wave morphologies or measurements were able to be displayed. Even after attempting multiple troubleshooting steps including new psa and psa connectors along with removing any sources of electromagnetic interference (emi), noise was still present. The rv lead was the repositioned to a different location and a different psa was used. However at that time the rv lead exhibited high out of range pacing impedance measurements of 2600 to 2700 ohms and a high threshold of 4.0 volts. Subsequently the physician requested a new lead, thus this lead was attempted and not implanted.. A new rv lead was successfully implanted without any further issues. A quick visual inspection by the field representative and physician did not reveal any issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.